Event description:
The customer reported a "speaker malfunction error." There was no sound coming from the speaker. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.